Event description:
The account reported the right head and left foot brake casters will roll and swivel around when the brakes are set. The stretcher was located in storage at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake caster and hex rod are worn most likely due to normal wear and tear. Per the hill-rom service manual the bed should be subject to and effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretches does no move. If there is movement, look at the brake components for wear. Apply the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. The technician replaced the brake casters and hex rod to resolve the issue. Based on this information, no further actions is required.